Event description:
The physician reported that the ICD system associated to the subject lead was extracted due to pocket infection. Furthermore, it was reported that the ICD lead was cut in order to perform a cultivation test.

Event description:
The physician reported that the ICD system associated to the subject lead was extracted due to pocket infection. Furthermore, it was reported that the ICD lead was cut in order to perform a cultivation test.

Manufacturer narrative:
The manufacturing documentation related to the reported clinical observation was reinvestigated relative to the subject device. This investigation confirmed that the device was sterilized and released in accordance with applicable operating procedures.

Event description:
The physician reported that the ICD system associated to the subject lead was extracted due to pocket infection. Furthermore, it was reported that the ICD lead was cut in order to perform a cultivation test.